Event description:
A surgeon reported an anterior capsule tear occurred during surgery when the intraocular lens (iol) haptic unfolded, after the lens was implanted. The cause of the event is unk. The lens remains implanted. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history review indicated the product met release criteria. Additional info was provided, which indicated an approved cartridge was used with an injector; however, an unapproved viscoelastic was used. Not enough info was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. Add'l details indicated a failure to follow the dfu. An unapproved viscoelastic was used. The use of unapproved products may result in lens delivery difficulties or lens damage. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).